Event description:
A tandem mobi cartridge alarm was reported by the customer. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The event occurred during the pumping process, but prior to contacting support, the customer had already changed supplies. They were advised to call back if the issue reoccurs for further troubleshooting.